Event description:
It was reported that during the procedure the threaded inserter shaft would no assemble with the shell. There was not harm or health consequences to that patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01225, 0001825034-2024-01226, 0001825034-2024-01227, 0001825034-2024-01228, 0001825034-2024-01230. Performed a visual inspection of the items returned. Confirmed that the lot numbers etched on the inserter threaded shafts match what is listed in the sub forms of the complaint. All 6 items returned show signs of use with damage to the hex feature area as well as some damage to the threads. There is also damage to the exterior portion of the collars as well. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.